Event description:
The user hit his head and one channel showed with high impedance in april 2021. Furthermore, the user's hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user hit his head sometime before the (B)(6) 2021 after which one channel showed with high impedance. After the trauma the user then experienced a gradual decrease in hearing performance with the device. The user was re-implanted.